Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving a dose of 2.456mg/day at a concentration of 10mg/ml via an implantable infusion pump for spinal pain. It was reported that the patient missed a refill and an empty pump alarm was occurring. The patient is non-complaint and missed their refill due to insurance reasons. This is the second time this issue has occurred. The first time was prior to the patient coming to be managed by this facility. The patient first came to this facility on (B)(6) 2016 and the pump was dry at that time as well. The patient reported experiencing symptoms of nausea, vomiting, ill feeling, general malaise. As an intervention, the pump is being shut off today.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.